Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On same day as onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date during hospitalization, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported). Five days after being admitted, the patient was discharged from the hospital. At the time of this report, treatment with vancomycin was ongoing, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.